Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. As a result of the power issue, she continued taking her usual dose of diabetes medications. She claimed that 2 days after the issue first occurred, she developed symptoms of lightheadedness, dizziness, and blurred vision. No forms of treatment or blood glucose results from other devices were reported. The customer care advocate (cca) walked the patient through troubleshooting and noted that the power issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury 2 days after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.